Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a left laparoscopic colon surgery, the device was able fire, but there was a poor staple formation and incomplete staple line. It did not complete deployment of staples.